Event description:
Pt called lfs and alleged that their meter was reading inaccurately erratic and later, missing segments. They reported that they had obtained two results of 168 and 200 mg/dl within 10 minutes, however, they reported that the test strips were expired, opened longer than the discard date, or stored improperly. They were also unable to state the time difference between the two readings. The pt stated that the last time they tested on the meter was 2-3 days before calling lfs. The patient took their oral medications after testing. They also reported that the meter was missing segments. They stated that they were able to see the results in the memory but not on the display after a blood glucose test. The pt stated that they were experiencing symptoms of shakiness and that they had passed out. They reported that they went to the hospital and a lab test was performed; the pt does not know what the lab result was. Treatment is unknown. They do not remember what their blood glucose reading was at that time. Unfortunately the pt was not able to specify what date each of the issues occurred, since the information does appear to conflict. A new meter is being sent to the pt.